Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a late stent thrombosis occurred. The physician implanted a taxus express2 drug eluting stent, unk size, to an unk vessel. No pt injuries or complications were reported. Approx two years post stent implantation, a thrombosis occurred. Add'l info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. As the batch number is unk, a review of the manufacturing records could not be carried out. The root cause will be documented as anticipated procedural complications due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.